Manufacturer narrative:
UDI: no information. A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Depuy investigator initiated study progress update report for protocol: titanium levels in adolescent scoliosis surgery patients, reports verse complications. Three (3) patients (trial/non-trial) required return to theatre for haematoma, two were culture positive for bacteria. Surgeons expressed concern whether the cannulated screws facilitated the development of haematoma by blood escaping from the fenestrations into the cannulation and adding to blood collection locally. This case captures patient 2 of 3.